Manufacturer narrative:
Investigation summary: the device was placed on a charge pad, however, it would not charge. Instead, the battery display continued to decrease while the charge pad light was solid. These symptoms continued even with a new battery and new charge coil. The issue is likely associated with the mainboard.

Event description:
It was reported that an ilet bionic pancreas did not charge despite being on the charger with a solid green charger indicator, while both the app and device displayed a charging icon and the battery percentage continued to decrease, consistent with a device power or battery depletion issue. Symptoms included none reported. Outcomes included no clinical impact, no alarms, and no medical care. Investigation included customer service troubleshooting and arrangement for device replacement with return of the original for evaluation. Investigation of this case revealed insufficient information to determine a definitive root cause prior to analysis. It was concluded that the device experienced battery depletion during attempted charging and replacement was warranted pending further evaluation.